Event description:
It was reported that during a follow up high, out of range, high voltage lead impedance was observed. Programming changes were made. Patient condition is good and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.